Manufacturer narrative:
B5: the lens was removed and replaced with a longer lens on (B)(6) 2023. The problem was resolved and the patient is happy. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -03.50 diopter, into the patients left eye (os) on (B)(6) 2022. The lens was reported as low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk explant date: unk work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).